Event description:
The customer reported that during a bipolar resection surgery the cord ft0021s was damaged by an electric arc between the front side of the resector connector and one resector terminal. The patient showed neuromuscular activity. The cord was changed out to a new cord used with the same generator. The costumer inspected the cord prior to use. There was no patient injury and current status is good. The initial evaluation of the incident device found the connector is melted and the device failed hipot testing.

Manufacturer narrative:
(B)(4). Date of initial report : 02/17/2015. Date of follow-up report : 03/06/2015. The investigation confirmed the reported condition of arcing. The investigation found the connector was melted. The arcing failure observed on this product was probably due to poor contact-to-contact impedance. The root cause for the failure cannot be determined. The sample failed hipot testing. This cable was manufactured by the previous supplier.

Manufacturer narrative:
(B)(4). The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.